Event description:
It was reported downstream occlusions occurred on a novum iq syr during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent flow accuracy testing by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. The downstream occlusion sensor test was also performed with passing results. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to a cracked plunger driver sleeve. The plunger driver sleeve required replacement to address the reported issue. Full calibration and release testing will be performed to ensure proper functionality. Should additional relevant information become available, a supplemental report will be submitted.